Manufacturer narrative:
The astral device was not returned to resmed for an extensive engineering investigation. The device was sent to the customer's third party service center. Per the third party service center, the device was serviced and the battery was discarded. The device was certified and returned to service. Based on the information provided, the battery was defective and the device was operating to specification after the battery replacement. Resmed's risk analysis for this alleged failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm even though the battery was near full charge capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device was sent to the customer's third party service center, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm even though the battery was near full charge capacity. There was no patient injury reported as a result of this incident.